Event description:
Allegedly, patient revise due to elevated metal ions and pain caused by an adverse tissue reaction to metal debris.

Manufacturer narrative:
Additional information received from litigation on 01/08/2109. Updated the explant date from (B)(6) 2018 to (B)(6) 2018.